Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn. The review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure for the proximal humerus; the surgeon was trying to use the drill guide to thread into the plate but was unable to thread into the plate. Another drill guide was used to complete the procedure; there was also some difficulty but the surgeon was able to implant the plate successfully. After the surgery was completed the rest of the drill guides were tested and all of the drill guides were having the same issue. There was no surgical delay or patient harm reported. This is report 10 of 16 for (B)(4).

Manufacturer narrative:
A product investigation was completed: sixteen (16) 2.8mm threaded drill guides (part number 312.649) were received with the complaint that during an open reduction internal fixation (orif) for the proximal humerus the drill guides were unable to be threaded to the plate. The complaint condition is unconfirmed as, when tested functionally with two in-house known good proximal humerus plates from two different proximal humerus plating systems, the devices all properly threaded to the plates. The received, fully functional condition of the device suggests that the most probable cause of the complaint condition was related to the user technique. However, as these circumstances are unknown the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per the technique guide, these devices are used across various plating systems and mate with the locking compression hole (lcp) in the desired plate. The reported procedure was for a proximal humerus, therefore, the 3.5mm lcp proximal humerus plates technique guide and the 3.5mm lcp periarticular proximal humerus plate were reviewed and found to address proper use. The drill guides were each received intact and showing wear consistent with significant use. There are small nicks over the length of the device and on the distal threads. When tested functionally with two in-house know good proximal humerus plates from two different proximal humerus plating systems the devices all properly threaded to the plates. The devices used for testing were a 3.5mm lcp proximal humerus plate, standard (part number 241.901, lot number 8602569), a 3.5mm lcp periarticular proximal humerus plate (part number 02.123.041, lot number 6406982), and an insertion guide, for 3.5mm lcp periarticular proximal humerus plate, left (part number 03.123.011, lot number 1234567). Thus, as no functional issues were identified, the complaint condition for this device is unconfirmed, inconsistent with the reported condition, and could not be replicated. The devices were manufactured at different times (between august, 2003 and aug, 2013), at different manufacturing facilities, and to different design revisions. Thus, a review of the current design drawing / manufactured revision history was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The received, fully functional condition of the device suggests that the most probable cause of the complaint condition was related to the user technique. However, as these circumstances are unknown the root cause cannot be definitively determined. In conclusion, the device was found to be in good functioning condition and did not exhibit any unspecified functional issues. There were no issues found with the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.